Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the rt330 infant optiflow circuits are not securing the temperature probes when they are plugged in. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt330 infant optiflow circuit was not returned to fisher & paykel healthcare for evaluation as the hospital disposed of the device. The probe port connection is a taper fit and when firmly placed in the probe ports the probes form a tight seal and require twisting and pulling to be removed. The hospital had confirmed that the system had been in use before the probe became detached. It is therefore likely that either the probe was not properly inserted and came loose or that it was accidentally pulled out of the probe port. The user instructions that accompany the rt330 show in pictorial format how to insert the probes into the inspiratory limb probe ports. They also include the following statements: check all connections, caps and/or plugs are tight before use. Patient monitoring is recommended.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the rt330 infant optiflow circuits are not securing the temperature probes when they are plugged in. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt330 infant optiflow circuit is en route to fisher & paykel healthcare in (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.